Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently included the incorrect event date.

Manufacturer narrative:
Evaluation of the implanted generator is not required as it will not provide additional information regarding the reported infection.

Event description:
A patient reportedly had an infection at his chest incision site which was identified 4 weeks after surgery. The patient was prescribed antibiotics for the infection. A review of the device history record for the implanted generator and lead was performed and both products were sterilized per manufacturing specifications prior to release for distribution.

Event description:
Updated information was provided indicating that the patient was discharged from the hospital with good condition and no further sign of infection.